Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling good and experienced episodes of lightheadedness and syncope. No device intervention was performed, and the device remained implanted. The patient was stable.